Manufacturer narrative:
It is indicated that the device was implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an inferior vena cava (ivc) filter placement procedure, the filter did not fully deploy. The physician conducted a pre-placement vena cava gram and then attempted to place the greenfield 12fr ss vena cava filter in the intended location. As the physician attempted to deploy the greenfield filter, the filter legs failed to open completely. It was noticed that one of the legs of the device opened and the remaining legs appeared to be "tangled". The physician used this device to complete the procedure, noting that the patient was adequately protected as confirmed by angiogram. Patient status was noted as "ok".